Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure of cable, right ang ext, 2.5id/5.5od 16awg. There was no damage to the power supply or power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The reported event of exposed wires by the power connector plug was confirmed.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.